Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss, and the device stopped working. A surgical procedure was performed in which the entire implant was explanted and replaced with a new device. There were no patient complications reported.